Event description:
Following an adiana procedure on (B)(6) 2010 for permanent contraception the pt had an hysterosalpingogram (hsg) on (B)(6) 2011 which documented bilateral tubal occlusion. The pt was told she could rely on (B)(6). She returned to her physician in (B)(6) 2012 with right sided pain. A transvaginal ultrasound was done on (B)(6) 2012 and an ectopic pregnancy was diagnosed in the right fallopian tube. The pt was taken to surgery and the physician removed that section of her fallopian tube and cauterized the site. On (B)(6) 2012 the physician reported the pt is doing fine.

Manufacturer narrative:
Product did not prevent pregnancy. Valid lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the adiana generator not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Valid lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as a valid lot number was not provided by the complainant. According to the instructions for use (IFU): warnings: as with any tubal occlusion procedure, there is a risk of ectopic pregnancy. (B)(4).